Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause was not determined.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748351, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) via an healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had open circuits and lost therapy efficacy. A procedure was performed to test the electrical integrity of the lead. The extension was also tested, and it was determined that it had open circuits on contacts 0 and 3. The faulty extension was explanted and replaced and all impedances were normal. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.